Event description:
The customer reported that following a diagnostic catheterization in 2001, a vasoseal vhd kit size 6 was deployed. The pt was dishcarged home the same day, but developed pain in the groin and a large hematoma approx three hours later. The pt went to the local hospital and a femstop device was applied to obtain hemostasis. The groin was checked the next day by ultrasound and a non-compressible hematoma was noted. The pt was transferred to a different hospital for surgical evacuation of the hematoma and suturing of the artery. The pt was discharged after several days. No further complications were reported.